Manufacturer narrative:
It was reported that a patient underwent placement of a trapese vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) filter tilt and six (6) prongs of the filter perforated through the ivc, perforating through at a maximum distance of 5.41mm. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information provided the perforation of surrounding tissues and organs could not be confirmed, further clarified nor a cause determined. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, the inferior vena cava (ivc) filter is tilted and six (6) prongs of the filter have perforated through the ivc, perforating through at a maximum distance of 5.41mm. The implanted filter poses a progressive risk of additional perforation of the vena cava and surrounding vital organs. Vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fractures, embolization of a fracture and thrombosis and clotting causing serious injury and death. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain suffering and other damages.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, the inferior vena cava (ivc) filter is tilted and six (6) prongs of the filter have perforated through the ivc, perforating through at a maximum distance of 5.41mm. The implanted filter poses a progressive risk of additional perforation of the vena cava and surrounding vital organs. Vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fractures, embolization of a fracture and thrombosis and clotting causing serious injury and death. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain suffering and other damages. Per the implant records, the patient was status post motor vehicle accident (mva), with paraplegia, subdural hematoma, and was not a candidate for anticoagulation given the patient's paralyzed condition. Placement of the filter was indicated for long-term mechanical protection against pulmonary embolus. Utilizing real time sterile ultrasound guidance, the right common femoral was accessed. The initial ultrasound imaging of the right common vein demonstrated a compressible patent right common femoral vein. An inferior venacavagram performed revealed opacity of the ivc. No caval thrombus was seen. It was somewhat difficult to delineate normal renal vein wash-in. Caval diameter of the infrarenal ivc was approximately 19 mm. The trapease filter was deployed within the infrarenal inferior vena cava. The renal vein wash-in appeared to be at the l1-2 level and the filter was deployed at the l2-3 level. The filter deployed without difficulty. No axis tilt or caval penetration was seen on the post deployment ivc gram. The patient tolerated the procedure. There were no complications. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately fifteen years and ten months post implantation. The patient reports tilting of the filter and perforation of filter strut(s) outside the ivc.

Manufacturer narrative:
As reported, a patient had placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the patient was status post motor vehicle accident (mva), with paraplegia, subdural hematoma, and not a candidate for anticoagulation. An inferior venacavagram performed revealed opacity of the ivc. No caval thrombus was seen. Caval diameter of the infrarenal ivc was approximately 19 mm. The trapease filter was deployed within the infrarenal inferior vena cava at the l2-3 level. There were no reported complications. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, the filter is tilted and six (6) prongs of the filter have perforated through the ivc to a maximum distance of 5.41mm. Per the patient profile form (ppf), the patient reports tilting of the filter and perforation of filter strut(s) outside the ivc. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information provided the perforation of surrounding tissues and organs could not be confirmed, further clarified nor a cause determined. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.